Event description:
On (B)(4)2010, company rep reported pt experienced difficulty managing blood glucose and had to call an ambulance. Follow-up was completed with pt. Pt reported blood glucose was normal on the right of (B)(6)2010. Pt changed her infusion set and woke early in the morning of (B)(6)2010 with elevated blood glucose above 400 mg/dl. Pt attempted to deliver a correction bolus and received an occlusion (e4) error. Pt gave an insulin injection of 8 units. At 9:00 a.m. On (B)(6)2010, pt experienced a diabetic seizure due to hypoglycemia. An ambulance was called, and blood glucose had dropped to 32 mg/dl "due to injecting too much insulin." Target blood glucose is 80-150 mg/dl. Pt was unable to treat herself for hypoglycemia. Pt was treated with food first but blood glucose continued to drop. Pt was then given "a shot of something." Troubleshooting was completed for occlusion error. When occlusion occurred, pt would remove infusion needle from her body, prime through the infusion set, and then reinsert the infusion needle. There were no kinks in the infusion tubing. Insulin cartridge, infusion set, battery, and adapter were used per specification. Pt inserts infusion sites in abdomen and avoids scar tissue. Infusion sets were replaced and requested for eval.